Event description:
During a ptca procedure, the balloon pinholed on the 2nd inflation at a pressure of 3 atmospheres. A dissection within the circumflex vessel was noted. Multiple attempts to stent were unsuccessful. The pt was transferred to the o.r. For CABG.